Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The log review shows the hyperglycemic event occurred on 5/14 at approximately 6 am. At 10:30 pm, the patient changed their infusion set and their bgs came back into range. As mentioned by the mother, the cause of this event is related to the infusion set. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 5/31/2025, the mother of a patient called reporting a hyperglycemic event that occurred on (B)(6) 2025 with vomiting and ketones. The mother reported that they did a supply change and shortly afterwards their bg's began to rise. The patient was brought to the ER (by their mother) and was admitted. While in hospital, the patient was treated with insulin shots and fluids. The patient was discharged 3-days later.